Manufacturer narrative:
Product recall initiated 2007. No product is being returned for evaluation.

Event description:
Patient reported that he had an acl surgery performed in 2006. In 2007, he had a bursectomy, screw removal va-chondroplasty left knee. Patient underwent a second procedure to remove bursal tissue that was inflamed and a back-up screw with soft tissue washer was also removed from the proximal tibia. The patient continued to have persistent pain and swelling. An MRI confirmed a large bone cyst formation in the proximal medial tibia where the calaxo screw was placed. The patient is being admitted to undergo an irrigation and debridement of the remnants of this particular bone screw and have a bone grafting of the rather large bone cyst as well.